Event description:
It was stated that "right l2 set backed out. Left l5 screw began to pull out. The l5 body lesthesed over s1. As a result the interbody graft (another company's) backed out. Both l5 screws were replaced, both rods, and all blockers. The graft was tamped back into position."

Manufacturer narrative:
Additional info has been requested and if made available will be reported as supplemental. Method, result, and conclusion codes will be made available following an engineering eval.